Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary icf_aux5, positions a1, a2, a3, a4, b1, and b3 were not working. A drawer failure occurred, with the error message device not detected on the bus. The customer confirmed rebooting the device did not resolve the issue. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed, with pockets a1, a2, a3, a4, b1, and b3 not functioning and not being detected on the bus. A field service engineer reseated the row board cable and tested the drawer to resolve the issue. The customer confirmed that the drawer was functioning properly with no further issues. The system functioned as intended after the field service engineer repaired the device.